Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: the pump's black box shows no evidence of a power interruption. Consecutive call service 052 alarms were observed on (B)(6) 2015. The pump powered on with auditory and vibration alerts but the display remained blank. A technical analysis revealed that there was a slave processor u17 language corruption.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.